Event description:
It was reported that the patient never had therapeutic effect. It was reported the patient did not think his pain pump was working. It was reported on (B)(6) 2013 the patient started to feel tired and could not stay awake. He fell asleep in traffic and on the side of the road while driving. The patient slept from 2:00pm until 6:00am the next morning. The patient woke up and went to the emergency room (ER) and his complaint was sleeping and pain. It was reported the patient was in the hospital on (B)(6) 2013- at which time he had a urinary tract infection and was low on magnesium. The patient was told the pump was not working in the e.r. The patient was given an intravenous (IV) shot of morphine 4mg and reportedly did not help. The patient was then given an IV shot of morphine 10mg and it helped take all of his pain away and he was alert. Starting on the report date, the patient was starting to feel the pain in his legs and feet return. It was reported the patient had ¿tests¿ done on his heart and had an MRI of his brain in the ER and the tests were normal. The patient then saw their follow up health care provider (hcp) the day prior to the report date and the patient reportedly did not get any answers at the appointment. The pump was checked at that time, the hcp told the patient he would see him back on (B)(6) 2013 for a refill and the patient was given the phone number of a neurosurgeon to schedule a dye study. The patient called the neurosurgeon to schedule but was only given the option to leave a voicemail and the call had yet to be returned. It was noted the patient had missed a week of work due to the issue. It was also reported in (B)(6) 2013 the patient¿s pump was refilled, the patient was picked for a random drug test at work that month and the test showed no trace of narcotics. The patient in the past had failed a random drug test at work so that reportedly told him that the pump ¿may not be working¿. The patient¿s oral medication had been increased but was not effective since july 2013 to present. The device system was used to deliver bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or device manufacturer representative. They had an upcoming appointment on (B)(6) 2013. It was later reported that the health care provider (hcp) wanted to replace the catheter due to the patient's increased pain. The reporter didn't know what was wrong with the catheter or how it was diagnosed. At the replacement, the hcp wanted to refill the pump with only morphine instead of both morphine and bupivacaine. It was later reported that a new 8731sc (sutureless connector) was placed. The patient had a failed dye study on an unknown date that the health care provider (hcp) had done on their own. The reporter was still unable to state the exact location of the problem with the catheter as the hcp did not troubleshoot further and just replaced. Additional information has been requested, but was not available as of the date of this report.